Event description:
It was reported that a pt sustained a burn resulting in small blisters to their arm during a scan. The pt's arm was in contact with the bore wall during the scan. There is no evidence that the mr system malfunctioned. The site failed to use pt padding to prevent pt contact with the bore wall as defined in the working safely operator manual, 2381696.

Manufacturer narrative:
A ge service rep inspected the system for proper operation of gradient, the rf coil cooling, and rf calibration. No abnormalities were found. The system was placed back into service.